Manufacturer narrative:
Device evaluation summary: the delivery system returned with the stent on the balloon. The stent had been partially deployed. The balloon returned partially inflated with residue present inside the balloon. Negative prep was performed with no issues noted. The balloon inflated to nominal pressure (12 atm) with no issues noted. The stent was expanded and the balloon was deflated successfully with no issues noted. No deformation was visible to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a moderately calcified and mildly tortuous lesion located at the mid left anterior descending artery with 90% lesion stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issue. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the physician encountered balloon inflation difficulties during the procedure. It was noted that the stent went across the lesion, but during inflation at 10-12 atms, the stent would not fully inflate. The stent only partially inflated. The inflation device was used with other devices prior the reported difficulties. It was noted that the physician tried to inflate the balloon again using a second inflation device, however the stent would only partially inflate. It was noted that the physician decided to remove the stent and completed the procedure using another stent (resolute onyx 2.5 x 22mm) and the second inflation device. Lesion morphology is not suspected to be related to the balloon inflation issue as per the physician. Patient status post procedure is alive with no injury.